Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon four hours and upon removal the string came out leaving the tampon pledget inside her vaginal cavity. Upon manual removal, the pledget also fell apart. She was able to fully remove the pledget pieces. She did not experience any adverse health affects and did not seek medical attention.